Event description:
During the index procedure that patient had two endeavor drug-eluting stents implanted in the proximal lcx. Another endeavor drug-eluting stent was implanted in the ramus branch. The patient was free of symptoms at the 30 day, 6 months and 1 year follow up stages. Approximately 13 months and 3 years and 8 months post index procedure the patient had revascularizations of the ramus branch and the proximal lcx with the implantation of 4 other brand stents. Approximately 3 years and 9 months post the index procedure the patient suffered an acute non stemi. The investigator has not assessed the relationship of the event to the target vessels or device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).